Event description:
It was reported that a pt underwent a sling procedure in 2008. The pt also had a resection of a suburethral cyst concomitantly. Post-operatively at about 6 weeks later, the pt developed a urinary tract infection. The pt was the treated with oral antibiotics.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted, and the batch met all finished goods release criteria.